Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system and may lead to death. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient woke up in the morning and couldn't speak clearly. The patient's spouse helped the patient to the bathroom and fell over. The emergency response stated that the patient was unresponsive to commands, right side flaccid, no gag reflex, and left side facial droop. CT showed brain bleed with ventricular shift. The patient suffered severe hemorrhagic stroke and had inoperable condition. The family elected comfort cares, and the patient expired on 23:30. The device will not be explanted.